Event description:
It was reported to boston scientific corporation that the device button locking adapter of a corflo cubby low profile gastrostomy device cracked one week after it was placed (adult patient). The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device eval, cannot be performed; the cause of the reported malfunction is undetermined.